Manufacturer narrative:
(B)(4). Sorin group (B)(4) received a report that the customer user noticed a burning smell during the procedure. It was also reported that the s5 e/p pack was replaced as a precaution and the patient was not affected. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the customer user noticed a burning smell during the procedure. It was also reported that the s5 e/p pack was replaced as a precaution and the patient was not affected.